Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with channel a not opening was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a faulty pump head module (phm) keypad since the "open" button does not work. The phm keypad on channel a was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(4)-2004, two phm's were replaced. Channels were not specified. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump that channel a will not open. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "ICU" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.